Event description:
Received voluntary user facility medwatch form via cdrh which states, "pt status post stent procedure. Attempted to perclose right femoral artery times 2. Second attempt at perclosing resulted in obstructed device. Surgeon consulted. Pt transferred to o.r. For device removal. No adverse outcome to pt." Add'l info has been requested, but has been made available.

Event description:
Rec'd the following add'l new info from the customer: this device was the third device used on the pt. States it is unk what occurred with the first two devices. Reports this device could not be removed and when attempting to remove the device, an arterial tear occurred. The pt was taken to surgery for device removal. The surgeon's report stated, "the stitch was unsecure and device was laying in the artery." A suture was used to close the artery and achieve hemostasis. The pt's hosp stay was not extended due to the event.